Manufacturer narrative:
Retainer = black customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to verify keypad unresponsive/button error alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on pcba 1 / force sensor. Successfully downloaded history files and traces using thump. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. No stuck key alarm found in the history files or traces. Force sensor zero offset within specification (23.6mv). The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. However, moisture damage found on j1 connector and keypad flex cable. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to moisture damage. Moisture damage found on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer was reporting open book image. Customer did not receive any other error alarm prior to open book image. The customer had stated that they went to do a bolus and noticed that the buttons did not respond. The customer's blood glucose level at the time of the incident was 130 to 140 mg/dl. The customer also stated that they went to change the battery and then it came up with a insulin pump error icons. Customer stated that the insulin pump was not bumped or dropped. Customer stated that the insulin pump was not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.